Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. It was reported that the patient went to request a bolus but the ptm says a reset has occurred. The issue occurred on (B)(6) 2020. It was recommended to perform pump interrogation to get more information and recommendations were made on next steps. The rep is going to follow-up with the hcp and see if they will meet with patient today or tomorrow. Caller stated that patient has oral medications. There were no symptoms reported. There were no further complications reported/anticipated.